Event description:
Falsely elevated troponin I results were obtained on a pt's samples on two occasions. The results were reported to the physician. The samples were repeated and negative results were obtained. The pt was transferred to an alternate facility where a cardiac catheterization was performed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is non specific antibody interference. The IFU for dimension ctni flex reagent cartridge contains the following info: "pt samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies." The instrument is performing within specifications. No further evaluation of the device is required.